Event description:
This pt was revised due to pain and hemarthrosis. The problems began in 2000 following the 1999 implant. The problems recurred approximately 3 months later; resulting in revision surgery. 5 months post implant, the pt's weight is not available.